Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It is reported by the nurse of the hospital, that after pre-drilling for the k-wire of the lag screw, the drill broke during drilling for the lag screw. In the second experiment with a new k-wire the same picture occurred. Radiographically the sleeve and the k-wire does not appear in a line. Settings such as angles checked and these match the selection of the nail. The customer pre-drilled for k-wire with a 4.2mm drill. After setting the re-used k-wire the customer assumed that the k-wire got deflected. Anyway, the customer over drilled the k-wire with the step drill to pre-drill for the lag screw. During pre-drilling the first cutting part broke off from the step drill. The broken part was removed; the k-wire was removed. A new un-used k-wire was set. Again the customer assumed that the k-wire got deflected. A new step drill was used to pre-drill. The pre-drilling was done successfully; the procedure was finished successfully. Step drill and target device will return, rep is unsure if k-wire and x-rays will be available.

Manufacturer narrative:
The returned step drill is regarded to be the subject product. Review of the DHR revealed no discrepancies. Mechanical properties of the material are within specified tolerances. Thus, we exclude deviations in material and manufacturing. The device was documented as faultless prior to distribution and as it had been in use for a longer time (manufactured in sept. 2008) we pre-suppose that it had fulfilled its tasks in former surgeries as intended without problems reported. The received lag screw step drill shows intense traces of frequent use. The tip (1st step) of the stepdrill is broken off completely at the level of he transition to the 2nd step. The breakage surface shows signs of a forced brittle fracture, no plastic deformation is found. Appearance of the breakage surface indicates that the device broke suddenly in a forced brittle manner due to overload caused by a combination of high torsional and bending stresses whilst having significant contact with a hard / metal object (e.g. Screw hole of the nail, guide wire) during operating the device by a power tool. Significant damage found at the secondary cutting edges reveal that the drill came in contact with a hard object / nail during drilling. The cutting edges are in very bad condition, they are significantly damaged. The drill is not sharp anymore. It cannot be excluded that the cutting edges of the item returned had been damaged during former surgeries, but the damage should then have been detected during inspection prior to surgery and another device would have been used. Reasons for metal contact during drilling are various. Potential causes could be e.g. Loosening of the nail holding bolt during insertion of the nail, not realized unintended loosening of the attachment knob (will lead to release of the drill sleeve), drilling without drill guiding sleeve, using blunt or damaged drill, high forces applied to the target device during drilling ¿ eventually leading to unintended distortion in the system of drill, sleeve, target device and nail, guide wire not removed prior to drilling, originally deflected k-wire. The surgeon stated that the k-wire deflected at initial use. Reasons for deflection of a k-wire ¿ amongst others ¿ could be: very hard and dense bone, use of k-wire without having centre punched the bone with a trocar before, use of k-wire without using the guide wire sleeve. Based on the above facts the root cause of the reported event is not related to a deficiency of the device but is rather related to improper handling by the user and has to be classified as use error. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no open actions in place related to the reported event for the subject product. No non-conformity was identified.

Event description:
It is reported by the nurse of the hospital, that after pre-drilling for the k-wire of the lag screw, the drill broke during drilling for the lag screw. In the second experiment with a new k-wire the same picture occurred. Radiographically the sleeve and the k-wire does not appear in a line. Settings such as angles checked and these match the selection of the nail. The customer pre-drilled for k-wire with a 4.2mm drill. After setting the re-used k-wire the customer assumed that the k-wire got deflected. Anyway, the customer over drilled the k-wire with the step drill to pre-drill for the lag screw. During pre-drilling the first cutting part broke off from the step drill. The broken part was removed; the k-wire was removed. A new un-used k-wire was set. Again the customer assumed that the k-wire got deflected. A new step drill was used to pre-drill. The pre-drilling was done successfully; the procedure was finished successfully. Step drill and target device will return, rep is unsure if k-wire and x-rays will be available. Sales rep clarified on 08th july 2016 that initial used k-wire was not re-used, it was a new one.